Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 4.00 x 12mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 15cm distal to the distal end of the strain relief and multiple hypotube kinks in various locations along the length of the shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of hypotube shaft identified a break at 15cm distal to the distal end of the strain relief multiple hypotube kinks in various locations along the length of the shaft. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 4.00 x 12mm synergy xd drug eluting stent was advanced for treatment. However, during insertion the shaft was snapped while pushing harder to cross the lesion at the entrance to the guide catheter. The device was removed and completed the procedure with a non-bsc stent. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 4.00 x 12mm synergy xd drug eluting stent was advanced for treatment. However, during insertion the shaft was snapped while pushing harder to cross the lesion at the entrance to the guide catheter. The device was removed and completed the procedure with a non-bsc stent. There were no patient complications reported.